Manufacturer narrative:
(B)(4). The allegation of lead migration cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
Patient was implant bilaterally with drg leads at the l3 level. It was reported that during the removal of a migrated drg lead (reference MFR number 3008829311-2016-00223 and 3008829311-2016-00228), a previously implanted drg lead at level l3 left also migrated. L3 lead was removed and replaced in the same procedure. It was noted that newly implant lead was connected to existing generator, placed into the pocket and sutured. Stimulation was restored to all of patient's painful areas, post-operatively.